Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, therakos received a report from (B)(6) hospital, of vision loss (potential phototoxic reaction) on a pt treated with ecp on (B)(6) 2012. Customer was complaining about acute visual changes with changes in acuity. Customer claimed that on the morning of (B)(6) 2012, the day after the ecp treatment, the pt was complaining of blurring vision. Pt was sent to the eye clinic that same day and eventually to ER. She received an MRI and the results were of no abnormalities and sinusitis. Determination of the ophthalmology clinic is that there is significant vision loss in the right eye with subfoveal photo receptor damage and diffuse damage to both the inner and outer retina.